Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer primed the tubing to remove the air. The customer's blood glucose (bg) level was in the 600's (mg/dl) and the bg level was addressed with a bolus via the pump.